Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet bionic pancreas, stating that their flight attendant schedule might be confusing the system and that it was causing frequent drops, and the event was treated with oral glucose. Symptoms included insufficiently characterized clinical effects associated with hypoglycemia. Outcomes included insufficiently characterized impacts. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no available findings and insufficient information regarding a specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.